Event description:
It was reported the patient had left primary knee procedure. Subsequently, the patient had a procedure six months after the initial surgery due to subluxation of patella and pain, no explant of components. Subsequently the patient had continued patella dislocations and pain. The patella and poly components were revised three months later. The patient still had ongoing issues with instability, dislocation of patella and pain three years later. Surgeon noted extensive scar tissue, along with patella implant wear due to the chronic dislocations. Surgeon replaced the femoral component for a better positioning.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g4, g7, h1, h2, h3, h6, h10. This complaint is confirmed. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Patient had a previous revision surgery for dislocation of the patella component. Revision operative notes state that the patient had extensive scar tissue and the patellar component was worn out due to chronic dislocations. Office visit notes state that the patient had pain, instability and there was recurrent left knee patella dislocation. There was severe lateral tracking of patella & it is fixed at this point. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral, item #: 00596401651, lot #: 63023971. Art surface, item #: 00596204012, lot #: 63492935. Stem extension, item #: 0059800900, lot #: 63279487. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty; subsequently, the patient was revised due to chronic patellar dislocation.